Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 586 mg/dl at the time of incident. The customer felt sick due to high blood glucose. The customer stated that they were treated with bolus. Auto mode was active at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not alleged insulin pump was under delivering. The insulin pump passed self-test. The device will not be returned for analysis.